Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The caller was advised to contact technical support again if any malfunction code recurs, which they acknowledged and understood.